Event description:
It was reported that the implanter was unable to extend the helix of the lead, while repositioning the lead during the initial implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal conductor was distorted; the full lead was returned and analyzed. The lead was received with the helix fully extended and the distal conductor distorted within the connector. The helix was distorted/bent and there was blood in/on helix/lobe mechanism. There was damage from implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.